Manufacturer narrative:
Electrode belt sn: (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A zoll distributor contacted zoll manufacturing corporation to report that a (B)(6) male patient had developed sores on his back due to being bed-bound while wearing the lifevest. The patient was unable to tolerate the sores and removed the device. The patient passed away two months later on (B)(6) 2015 after device removal. The patient suffered a stroke adn the death was cardiac related.